Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The health care professional (hcp) reported that the patient was seen in the hospital in (B)(6) 2014 and a "provider" manipulated her implant" to the part that it does not work anymore". The provider wrapped her arms around the patient's chest and put her fist into the patient's spine causing damage to the unit. In (B)(6) 2015 the implant stopped working and the patient saw a neurologist. A replacement was scheduled. The indication-for-use was non-malignant pain and complex reg pain syndrome type ii.